Event description:
Additional information was received that during the admission, no active bleed was found after the patient presented to the emergency department unresponsive with a meletonic bowel movement, low hemoglobin, and low flow alarms (5000 rpm speed and 1.4 lpm flow). The patient received a total of 6 units of fresh frozen plasma and 3 units of packed red blood cells throughout hospitalization. The continuous video eeg showed anoxic brain injury and a repeat eeg on (B)(6) 2017 showed it had resolved. The patient also received volume resuscitation.

Manufacturer narrative:
The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, renal dysfunction, respiratory failure and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had recurring right heart failure and was restarted on inotrope dobutamine until the patient was transferred to comfort measures only on (B)(6) 2017.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additionally, low flow alarms could not be confirmed as no log files were provided for review. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) until (B)(6) 2017, when the patient expired due to multisystem organ failure. The heartmate 3 lvas IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the hospital via ambulance on (B)(6) 2017 after becoming unresponsive with red heart alarms and a melanotic bowel movement at home. The patient was in cardiac arrest and cardiopulmonary resuscitation was performed. Intubation was performed in the field and a bolus of 500 ml of normal saline was given. Multiple low flow alarms were observed in the emergency department. Gastroenterologist was consulted and endoscopy showed no signs of active bleeding. Video capsule enteroscopy could not be performed due inability to pass the capsule to the percutaneous gastrostomy tube and due to patient inability to swallow due to intubation and sedation. The patient had another small bowel movement with bright red blood output in the intensive care unit (ICU). CT abdomen and pelvis revealed mesenteric thickening and colon thickening deemed likely related to ischemia during cardiac arrest. Hemoglobin remained stable throughout ICU course. Coumadin was restarted on (B)(6) 2019 with goal inr of 1.5-1.8 and aspirin 325mg was restarted on (B)(6) 2019. The patient was in and out of the critical care unit due to other patient comorbidities. Due to concern for gastrointestinal (gi) bleeding, the gi team performed esophagogastroduodenoscopy that revealed possible gastritis but no active bleeding. The patient had continued decline in clinical condition. Care conference was performed and it was decided to withdraw care. All intensive support were aborted and the patient subsequently expired (B)(6) 2019. No further information was provided.